Manufacturer narrative:
During the course of investigating this incident a similar issue was identified and will be submitted on report number 3019924-2014-00010.

Event description:
During cataract surgery on a patient with loose zonules, an mst capsule retractor was threaded onto a capsulor tension ring and was not able to be removed from the eye. The surgeon cut the capsule retractor close to the periphery and tucked the end of the retractor under the iol and removed the remaining portion of the retractor. Post-op the patient was doing well and healing normally with the piece of retractor still behind the centered iol.